Event description:
According to the reporter, during a rectum resection, it was able to perform the open/close test, but when it clamped the thick tissue, the green button did not illuminate due to excessive force. A stapler from another company was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Correction: b5, h6 (annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection showed the reload had a full complement of staples, with the jaw open and the I-beam slightly advanced, causing the jaw to be slightly closed. The lock ring was out of position, and a scratch was observed on the cartridge side jaw, likely from the I-beam advancing forcefully. The jaws were bent to one side. Functional testing found that the lock ring returned to its proper position, but the clamping mechanism was deformed. The reload was cycled without hesitation or binding, applied to test media, and all staples were properly placed, transecting the test media. The reload interlock functioned properly. It was reported that the excessive load detected during use and the instrument did not work. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the lock ring was inadvertently moved out of position during handling of the reload the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the instrument. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, were incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: sigphandle, sig power sigphandle handle, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectum resection, it was able to perform the open/close test, but when it clamped the thick tissue, the green button did not illuminate due to excessive force. A stapler from another company was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the returned product found that the clamping mechanism was deformed.